Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s reported via phone call that they had experienced high and low blood glucose. The customer¿s blood glucose level was 412 mg/dl. The customer reported that they sensor had inaccurate readings. The customer¿s blood glucose was 412 mg/dl and the sensor glucose was 264 mg/dl. The customer was advised to call back if problem reoccurred. The sensor will not be returned for analysis.